Manufacturer narrative:
The product was returned for investigation and the failure mode was confirmed. A crack on the insulation was found near the distal tip. Insulation scan confirmed the cracked product. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. The probable root causes are user misuse, improper sterilization methods and/or normal wear.in sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation on the unit was compromised.

Event description:
It was reported that the insulation on the unit was compromised.